Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Reportedly, "multiple visual disturbances over the weekend."

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm micl13.2 implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed. Reportedly, "severe non-tolerable glare and halos. The lens did not fail to perform as intended the problem was resolved. Status of the eye is stated as, "glare and halos resolved following explantation." Claim# (B)(4).